Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had air bubbles / air in line. The following information was provided by the initial reporter: when trouble shooting an air in line alarm (actual air in line) the tubing guide arm was stuck to the tubing and required it to be manually removed from the tubing.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information